Event description:
Pt with recent deep brain stimulation lead implant reports that she is seeing a "flashing in her eye when stimulation is turned on." She also states that it is the only way she can tell that the device is turned on is when she sees this flashing. The pt has followed up with her physician on this event.